Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data shows that an 0x14, occlusion alarm and timeouts were generated during the run. The device was reset and connected to a master pdm to deliver a 5-unit bolus. The rerun data did not generate an occlusion alarm or the timeouts that were present in the original data. The fluid path and drive mechanism were inspected and no issues were found. No other damages or defects were found that could result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 36 and 48 hours. The cannula dislodged from the infusion site (arm). The cannula was also bent. As treatment for hyperglycemia, a new pod was applied.